Event description:
It was reported that during an unknown procedure the surgeon could not finish the firing sequence, it is expected that they were locked out. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # 710a99. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the the ntlc75 device was received with no apparent damage with two reloads (b and c) present. The reload (b) was received unfired and with the swing tab in the unlocked position and with the both gripping surfaces damaged making the reload nonfunctional. The reload (c) was received unfired with the swing tab in the locked position and no apparent damage. The reload (c) swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 710a99, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status?